Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) started to experience a burning sensation near the reservoir. The patient usually experiences the burning sensation in the evening and can only get relief if they take 800 mg of advil. The patient discussed the issue with his primary care physician and the reservoir is suspected to be perforated and/or herniated. There has been no surgical intervention at this time, and the patient will follow up with the physician for further action.